Event description:
It was reported that the customer encountered a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, after which the error did not reappear, and the customer successfully started their sensor session.